Manufacturer narrative:
The pump was returned to animas but evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is completed, a supplemental report will be filed. The user's guide repeatedly instructs patients and caregivers that the bolus calculation is to be viewed as a recommendation only. The pump is designed intentionally with a bolus delivery feature by which the patient is required to input the desired bolus based in part on the pump recommendation prior to delivery. The use of the iob in the bolus calculation is one of the optional advanced features of the pump. The health care provider prescribes and programs this feature, and instructs the patient how to use it. At this time, there is no indication of a malfunction or defect in the bolus calculation. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to end of pump use on (B)(6) 2011 showed that the daily insulin delivery totals correctly reflected the users programmed basal rates. The pump blackbox indicated that the patient programmed an ezbg bolus at 21:11 on (B)(6) 2011; the patient received a 'low cartridge' warning after the bolus at 21:11. The patient rebooted the pump to change the cartridge at 21:17. Another combo bolus was programmed at 21:29. The one touch ping pump manual warns the patient that "when you replace the battery, the iob amount is cleared." The iob amount was reset to zero when the patient rebooted the pump prior to the combo bolus. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Event description:
The patient reported that on (B)(6) 2011 she experienced a blood glucose of 30 mg/dl with symptoms including sweating and confusion. The patient reported this was one of two occurrences where her bg went to 30mg/dl after eating pizza. She reported that she treated her low bg by cancelling her combo bolus and drinking soda; a half hour later her bg had increased to 45mg/dl and in an hour her bg was 110mg/dl. The bolus history was reviewed with the patient. The bolus history showed 16 boluses during the day. The bolus history showed that the patient bolused 0.3 units of 2 units combo bolus which was cancelled due to low bg at 6:26 pm, 1 unit normal bolus at 6:25 pm, 4.5 units normal bolus at 5:57 pm, 5 units normal bolus at 5:45 pm; totaling 10.8 units in the 45 minutes prior to going low. She reported that she felt that there was an issue with the insulin on board (iob) feature. Customer support requested to troubleshoot the pump but the patient stated that she did not have any issues with the pump; the only problem was the iob. She reported that the iob was not showing and she stacked insulin. The patient reported that her iob feature was on with duration of 3 hours; when she entered an ezbg bolus, during the phone call received at 11:42 pm on (B)(6) 2011, with a bg of 410mg/dl, a target bg of 100mg/dl. The patient reported that the iob showed 0.42 units and the recommended bolus was 6.45 units. The patient reported that the iob did not reflect the bolus from the 9:11 pm bolus.